Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a maintenance the field service engineer attempted to perform accuracy verification of the optical distance sensor but repeated error message occurred. The medical staff informed that a similar event was noticed in a precedent case. The engineer was able to perform the accuracy test and the results were within acceptable range.

Manufacturer narrative:
The distance sensor (B)(4) and calibration plate (B)(4) were returned to legal manufacturer for investigation purpose. The distance sensor was found to be out of calibration. The most probable root cause is inadequate storage method. The distance sensor and the calibration plate were re-calibrated at legal manufacturer premises and were then re-installed at customer site.